Event description:
The iab was inserted into the patient on 8/4/98 at 9:00 a.m. There was a kink at the patient's groin. Poor inflation was noted. The iab was removed with difficulty on 8/4/98 at 12:15 p.m. No second iab was inserted into the patient. The iab was not returned to datascope for evaluation. (Event complications: none from the event - reported 8/20/98.) (Pt's current status: discharged - reported 8/20/98.)